Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was undergoing an initial knee arthroplasty. Subsequently, the device could not be implanted properly and another device was used. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device shows signs of use (nicked or gouged) and the dovetail feature is flared and compressed. Dimensional examination indicates that the device conforms to the measurable print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the dovetail is flared on 1 side and compressed on other, this is an indication of misalignment between the insert and the implant. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.